Event description:
The patient reported that he is continuing to get air bubbles forming in his insulin cartridge. He states that he feels the air bubbles are forming in the cartridge and then are being pushed into this infusion set tubing. He stated that he went to his physician and his blood glucose value was 408 mg/dl. He noticed at that time that there were bubbles in the insulin cartridge. He gave himself a bolus and later that day his blood glucose value was 378 mg/dl. He stated he gave himself another bolus and had lunch. About 90 minutes later, his blood glucose went down to 118 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The product will be returned for evaluation.